Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient experienced a seizure with a blood glucose level of 40 mg/dl. The pod was worn for 10 hours. Emergency medical services (ems) were called and the patient was taken to the emergency room (ER) via ambulance. Prior to ems arriving, the mother administered glucagon. While in the ambulance, intravenous fluids were administered. At the ER, the patient was officially diagnosis with hypoglycemia with a confirmed seizure and vomiting. Treatment included 2 bags of normal saline with dextrose and zofran. The patient was sent home, same day, that evening. The pod was given to the physician at the ER, therefore, unavailable for return.